Event description:
It was reported that the insulin gauge was inaccurate across multiple cartridges. Customer¿s blood glucose ranged from 150 mg/dl to 175 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.